Event description:
The customer reported that when he woke up at 7am, his blood glucose (bg) was at 21 mmol/l (378 mg/dl) so he gave himself a bolus of 6.75u. When he checked his bgs again, they were at 26 mmol/l (468 mg/dl) so the customer went to the emergency room. When the pod was removed, the customer noticed that the needle and cannula had never deployed. The customer was treated with IV insulin. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and deploy the cannula or to determine its root cause. No lot qualification records were reviewed, as the product lot number was not provided.